Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a linear crack was found on the optic after implanting the iol. The iol was removed and replaced with the same power lens. The surgery was completed. After surgery, when reviewing the video, it was found that there was already a crack before the iol was loaded in the cartridge. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned wrapped in surgical gauzes. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The reported damage was observed. The root cause for the reported damage may be related to a failure to follow the directions for use. The manufacturer internal reference number is: (B)(4).